Event description:
As it was reported by an affiliate, during a procedure, a si brite tip sheath (9f 11cm) became frayed. The introducer (cannula) could not be inserted into the patient; the distal tip became frayed before inserted. The device was intended to treat a de novo slightly tortuous and no calcified superficial femoral artery with a stenosis % unknown; when the distal tip of the introducer (cannula) became frayed. The physician stopped using the si brite tip sheath and a different product was used instead. The procedure was finished successfully. There was no patient injury reported. The complaint product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
Additional information: ((B)(4) 2012) complaint conclusion: during insertion of a si brite tip sheath (9f 11cm) into the patient, the tip of the cannula became frayed. Another product was used to complete the procedure successfully. It was unknown if the user encountered difficulty inserting the device into the patient. The dilator was in place during insertion of the sheath. The device was intended to treat a de novo slightly tortuous and not calcified superficial femoral artery with an unknown percentage stenosis . There was no patient injury reported. The complaint product will not be returned for analysis due to the patient's infectious disease. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.